Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) units batteries are not charging after battery run test. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, d9, e2, e1 (initial reporter, site country), g3, g6, h3, h2, h4, h6 (type of investigation, investigation findings, investigation conclusion, component code), h10, h11 corrected fields: d5 additional information: the e1( event site postal code) is not added in initial emdr. The e1(event site postal code) is (B)(6). A getinge field service engineer (fse) evaluated the iabp unit and was able to reproduce the reported issue. To fix the issue, the fse replaced the power management board, and performed all functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp was then released for cleared for clinical service.

Event description:
N/a.